Event description:
50-year-old male patient treated with impella cp due to acute myocardial infarction. Patient presented with syncope and inferior myocardial infarction, patient had bardycardic arrest on the table and an intraaortic baloon pump was placed. On intensive care unit the patient decompensated into venricular tachycariad and ventricular fibrillation arrest. Return of spontaneous circulation was obtained and patient was escalated to impella cp support. Brought to cath lab for escalation to impella cp. Patient had ectopy privious to impella support, but this is resulting in lower blood pressure.day of impella insertion left femoral artery hematoma at impella site access site was noted. Managed with angle matching of the dressing. Intermittent suction alarms occured and bedside echo showed the position of the impella was too deep in the ventricle. Device was pulled back and no alarms occured, but patient was requiring more volume - coded for hypotension and device repositioning. Patient successfully weaned after two days of support. Impella cp. Device in wrong position: during impella cp support, there were issues with maintaining correct device position. Less than 24 hours into support, the pump was repositioned under echo. Later that day, an echo showed the impella was too deep which contributed to intermittent suction alarms. The impella was pulled back over 1 cm to 4.5 cm. There were no further mentions of suction or positioning issues for the duration of the patient's support. Placement signal issue: during impella cp support, the patient experienced placement signal issues. In the (B)(6) and (B)(6) patient update notes, clinical stated that the bp was higher than the placement signal and that the placement signal was 10 below a-line (respectively). The field discussed trating the patient based on the a-line data. There was no patient consequence, as the a-line is presumed to have already been in place.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. The cause of hematoma was most likely use issue related since hemostasis achieved by managed with angle matching. The cause of device in wrong position cannot be determined since insufficient clinical details were provided. No logs are available. The cause of the placement signal issue cannot be determined since no logs are available and insufficient clinical details were provided.